Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead was implanted with no issues. The physician began closing the pocket and noise was observed on the atrial lead. The noise increased when the physician pushed on the pocket. The lead was removed and a new lead was implanted. The physician questioned if the lead was inadvertently punctured while the lead or device was being sewn in. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.